Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Not implanted of explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. Part #: 04.647.127 / lot #: 9851052 manufacturing location: (B)(4), manufacturing date: 10.mar.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an anterior cervical interbody fusion (acif) at c5-c6, while loading a 7mm zero-p va lordotic implant onto the inserter, the polyethylene inlay within the implant broke and became dislodged from the implant. The implant could not be used in the procedure. A brief delay of less than 5 minutes was reported while an alternate implant was opened and loaded on to the inserter. The procedure was completed successfully and no adverse events were reported against the patient. This complaint is for one device: 7mm zero-p va lordotic implant with one part data. No additional information is available. Concomitant device(s) reported: insertion device for zero-p va (part #: 03.647.963, lot #: unknown, qty: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is unavailable for return and is not expected for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.